Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 15 years since the subject device was manufactured. Upon further evaluation, service found the forceps elevator wire was cut. The bending angle was lacking due to stretching of the angle wire. The play of the angle knob was out of specification due to stretching of the angle wire. The tube was collapsed in the bending section. The insertion tube had wrinkling. The rubber adhesive was cracked. The electrical connector demonstrated fluid ingress. The cable was damaged. Scratches were observed on the insertion tube, tip cover, control section, control cover, boot, switch box, up/down knob, up/down angle lock, right/left knob, grip, forceps stopper, universal cord, and right/left angle lock. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the legal manufacturer¿s investigation, the adhesive was likely peeling off due to stress applied during use of the device, handling of the device over time, and external factors. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the forceps elevator wire of the subject device was broken. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the lighting lens was peeling off. This report is being submitted for the peeling adhesive.